Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. X-rays taken did not show any abnormalities with the lead and all other rv measurements were stable and in-range. No changes were made and the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. X-rays taken did not show any abnormalities with the lead and all other rv measurements were stable and in-range. No changes were made and the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the rv lead had micro-perforated the heart thus causing the previous reported clinical observations. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.